Event description:
It was reported that during a femoral angioplasty procedure, removal difficulties were encountered. The anatomy location, vessel and lesion characteristics are unknown. The 7x78 mm sentinol self-expanding nitinol biliary stent delivery system catheter was introduced via another manufacturer's guide wire. It was reported that the stent delivery system got "stuck over the wire". The device was removed and the procedure was completed with a different device. No pt injury or complications were reported. Further info regarding this event has been requested, but has not been received.